Manufacturer narrative:
The pad-pak was first successfully installed by the user in april 2011 and performed to specification up to the 9th august 2015. The device failed several self-tests due to a low battery between the 16th-28th august 2015, an increase in voltage then suggests a further pad-pak was installed, the device passed a self-test. Investigation found no fault with the returned device. There was no record in the technical log to indicate that a memory full prompt was given. Slight voltage fluctuation was observed over the pogo pins however this did not affect the abiltiy of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device prompt memory full.